Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial# (B)(4), product type: catheter. Product ID: 8782, serial/lot #: (B)(4), ubd: 26-jul-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was receiving dilaudid, hydromorphone 10mg/ml concentration at 0.725 mg/day dose via intrathecal drug delivery pump for non-malignant pain and complex reg pain syndrome type 1. It was reported that collet was defective in 8782 spinal segment kit. End was dislodged. One of the collet ends were broke off. Environmental/ external/ patient factors that may have led or contributed to the issue were unknown. The rep used collet from 8785 to resolve. At the time of this report, the issue was resolved and patient status was alive-no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via the manufacturer representative (rep). It was reported that the broken collet would not be returned-discarded. No further complications were reported.